Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg flipping in the pocket after the patient lost weight. As a result, the pocket was relocated, resolving the issue. The physician also opted to replace the ipg as patient desired access to new technology.